Event description:
A health professional reported that during a cataract surgery a patient experienced corneal burn and wound leakage, sutures were placed for the event. The injury resulted in post operative astigmatism and the vision became poor. The procedure was completed. The patient symptom was improving.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified. The manufacturer internal reference number is: (B)(4).